Event description:
Healthcare professional reported that a patient was injected with juvéderm® ultra. The left side of the lip began ¿turning blue,¿ noting a ¿vascular occlusion.¿ the injection was stopped, and the patient was treated with hylenex. Additionally, the healthcare professional reported that after injecting a patient in the left upper lip after applying dental blocker for numbing and .8 cc of juvéderm® ultra xc were injected, the patient experienced a ¿vascular occlusion¿ in the lip. The patient was immediately treated with 150 u of hylenex, heat was applied, and the patient was massaged. The patient had slight improvement although there was bruising, ¿possibly from the aggressive massaging.¿ the next day, the capillary refill of the patient was still slow, so another 150 u of hylenex were used and the patient was massaged again. The patient was followed up for a week. The event resolved 11 days post-onset.

Manufacturer narrative:
Suspect product: lot number 963/2. Investigation code: b15, b17, b20 type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported that a patient was injected with juvéderm® ultra. The left side of the lip began ¿turning blue,¿ noting a ¿vascular occlusion.¿ the injection was stopped, and the patient was treated with hylenex. Additionally, the healthcare professional reported that after injecting a patient in the left upper lip after applying dental blocker for numbing and .8 cc of juvéderm® ultra xc were injected, the patient experienced a ¿vascular occlusion¿ in the lip. The patient was immediately treated with 150 u of hylenex, heat was applied, and the patient was massaged. The patient had slight improvement although there was bruising, ¿possibly from the aggressive massaging.¿ the next day, the capillary refill of the patient was still slow, so another 150 u of hylenex were used and the patient was massaged again. The patient was followed up for a week. The event resolved 11 days post-onset.